Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4).

Event description:
The following was reported to hamilton medical ag: hamilton medical ag received the following incident description: "crack in breathing set, transverse to a rib. Hose was taken out of the packaging with the crack. Hose stored as per manufacturer's instructions. The crack was discovered during the test. During the pre-operational check. Delayed deployment as a second breathing set had to be organised (planned relocation)". No harm to the patient, user or third party has been reported.

Manufacturer narrative:
Hamilton medical ag complaint number: cer (B)(4). A detailed investigation was performed by an expert from the technical service: the self-test is performed during the ventilator's startup process, prior to patient connection. This test ensures that the ventilator's components, including alarms, sensors, and circuits, are functioning correctly. It is a standard safety feature to ensure that the ventilator is functioning correctly before it's used on a patient. A failed self-test does not indicate a malfunction but rather was designed to prevent it. It serves as a security check to ensure all systems are functioning properly. If self-test is failed, it does not imply immediate danger, but rather alert an issue that needs to be addressed to prevent future problems. In conclusion, a failed self-test should not be viewed as a malfunction and an immediate or critical failure, but as part of the pre-emptive safety and maintenance measure. As soon as the underlying issue is addressed properly, the ventilator can be safely used on patients. Therefore, a failed self-test is not considered a reportable event. Cut in breathing set => analysis showed that this was not a material related issue but most likely an user issue when he open the box with a cutter. Notes: - if it is noted in the complaint that the device was immediately needed for a patient and the failed self test has led to a significant delay and/or necessary clinically relevant intervention, the case becomes reportable. A clinically significant delay for a life-saving device in intensive care must be considered a reportable event which was not the case here.

Event description:
The following was reported to hamilton medical ag: - hamilton medical ag received the following incident description: "crack in breathing set, transverse to a rib. Hose was taken out of the packaging with the crack. Hose stored as per manufacturer's instructions. The crack was discovered during the test. During the pre-operational check. Delayed deployment as a second breathing set had to be organised (planned relocation)". - no harm to the patient, user or third party has been reported.